Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is not cleared for distribution in the us; however, this report is being filed as a similar product is cleared for distribution in the us under 510k number k150850. Zimmer biomet (B)(4) and packaging supplier are in the process of initiating modifications to address reported issue. This report is number 2 of 2 mdrs filed for the same event (reference 3006946279-2016-00367 / 00368).

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient injury and no delay in a procedure as a result of the event.

Manufacturer narrative:
(B)(4). Corrective action has been initiated for the reported issue.